Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 250 mg/dl. The patient was scared. For treatment, the patient underwent several blood tests, received 10 units of insulin by injection, and was given one bag of saline drip. The patient was at the hospital for 7 hours. The patient had dropped her controller in water and damaged it, therefore she was unable to delivery insulin with her controller.